Manufacturer narrative:
(B)(4). (B)(6).

Event description:
The customer complained of questionable results for more than 10 patient samples that had been tested for elecsys vitamin d total ii (vitd) on a roche diagnostics elecsys e170 modular analytics immunoassay analyzer (e170). Of the data provided, 4 patient results were a reportable malfunction. Patient 1 initial vitd result was >100 ng/ml, with a data flag. The analyzer automatically repeated testing with a vitd result of 31.45 ng/ml. The primary tube was then tested with a vitd result of 58.87 ng/ml. The customer then decided to switch to a serum sample and tested an additional two times with vitd results of 31.45 ng/ml and 30.50 ng/ml. The initial result was from an aliquot of the secondary tube processed by a modular pre-analytical system. All additional patients were tested on (B)(6) 2018. Patient 2 initial vitd was 69.51 ng/ml with a repeat result of 27.12 ng/ml. Patient 3 initial vitd was 54.88 ng/ml with a repeat result of 28.78 ng/ml. Patient 4 initial vitd was 51.32 ng/ml with a repeat result of 28.40 ng/ml. The erroneous results were not reported outside of the laboratory. There was no allegation of an adverse event. The vitd ii reagent lot was 298228 with an expiration date that was not provided. The pack of reagent was recently loaded onto the analyzer and qc results were acceptable. The customer performed a "repeatability" test and the results were acceptable. The field engineering specialist performed multiple service activities and multiple adjustments but was unable to find a root cause. He performed performance and precision testing. The investigation is currently ongoing.

Manufacturer narrative:
The unique identifier (UDI)# for vitamin d total ii is: (B)(4). Roche diagnostics has issued an urgent medical device correction for this issue, entitled "elecsys® vitamin d total ii assay ¿ non-reproducible false high results." This correction has been reported to FDA. During the implementation of the elecsys vitamin d total ii assay on the modular analytics e 170 module, and cobas e 601 and 602 systems, there were reports of non-reproducible, false high results. These customer observations were made in comparisons of duplicate measurements during assay validation of elecsys vitamin d total ii assay or in method comparisons with elecsys vitamin d assay (i.e., during conversions), where the falsely elevated discrepant value did not fit the expected result. The observed elevated results reported with the elecsys vitamin d ii assay were not confirmed upon repeat testing of the affected samples. The observed findings: the first result is elevated, either above the upper end of the measuring range (>100 ng/ml or >250 nmol/ml), or within the measuring range; repeated results are significantly lower. Rare cases have been reported on the cobas e 411 analyzer and the cobas e 801 module. Roche is conducting investigations into the reported issue and has determined that the elecsys® vitamin d total ii assay is strongly affected by pre-analytical errors. The investigations have reproduced these findings when requirements for pre-analytical sample handling have not been met for plasma samples. Further investigations into the reported issue are ongoing. As a result, the pre-analytical sample quality and compliance to the tube manufacturer¿s specifications is very important to assure a high quality sample in order to minimize the risk of occurrence. A workaround has been provided to customers.

Manufacturer narrative:
The investigation was unable to find a definitive root cause.